Manufacturer narrative:
The device is being investigated at this time. A supplemental MDR will be filed once the investigation is complete. (B)(4).

Event description:
The patient came in for a refill on (B)(6) 2014, a reservoir volume higher than expected in the pump was observed. The physician performed a dye study to see if the issue was related to the catheter, but the catheter worked properly. The pump was explanted on (B)(6) 2014 and replaced with a new pump. Csf flow from the catheter was observed once the pump was explanted. The patient has been doing well since the pump was replaced. This reported prometra pump was implanted as a replacement for a non-flowonix pump. The catheter used was a non-flowonix catheter with a prometra catheter revision kit. The patient experienced withdrawal symptoms (increased pain, sweating, chills, headache, nausea, dizziness) the weekend after implant, but was given a fentanyl patch to relieve the symptoms. It was reported that withdrawal symptoms are expected post pump replacement procedures. The physician gave the patient a bolus and increased the dosage the week after the symptoms started.